Event description:
A trilogy 200 ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. After the evaluation of the trilogy 200 device at the manufacturer's service center, the device failed testing for positive flow verification. The technician recalibrated the device to address the issue. No further investigation is required at this time. Additionally, the device's universal porting block was replaced due to the port pinched/damaged. Complaint of gap between enclosures not confirmed. Device passed all testing.